Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A root cause was not identified. A trend review was conducted and similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a low drain volume alarm; which occurred on the homechoice (hc) during drain 1, the home patient (hp) revealed that there was an air gap in the patient line. The baxter technical service representative (tsr) assisted with ending therapy, and then contacting the patient's nurse regarding possible air exposure. During a follow-up with the nurse regarding the reported problem, it was found that the hp had received a new machine recently. They also have not had further problems on the new machine. The patient has not had any further alarms, and is continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.